Event description:
It was reported that this pacemaker system including this right ventricular (rv) lead and right atrial (ra) lead exhibited an alert following interrogation with a programmer, and device data indicated that the right atrial automatic threshold (raat) test was identified as greater than the programmed amplitude or was suspended. Atrial fibrillation was noted prior to evaluation, and ventricular events demonstrated atrial sensed ventricular sensed rhythm with noise, which appeared to be external and was oversensed on both atrial and ventricular channels. The presenting electrogram showed sinus rhythm with evidence of farfield oversensing. It was noted that the alert will not retrigger until the device is interrogated again with a programmer. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.